Event description:
A pt service representative contacted zoll customer support to report that while fitting a (B)(6) male pt, the pt experienced several check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the white pulse wire of the trunk cable was pinched inside the distribution node (dn). This caused the belt to fail a pulse test. The root cause of the damaged wire could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged sire. The pt received a replacement electrode belt.